Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. Patient cancelled the procedure and has not rescheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction e1- initial reporter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg is nearing its end of service. Surgical intervention may be undertaken at a later date to address the issue.